Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone and suggested the breath delivery (bd)to graphical user interface (gui)cable assembly be replaced.

Event description:
It was reported that the ventilator had a loss of communication issue. The ventilator was not in use on a patient at the time of the event. The customer reported that after the device was power cycled, it works normally.